Event description:
Information was received from a patient reporting that they can feel stimulation in their neck when their stimulator is turned off. This started about a month ago. The patient also states that the device feels like it is "short circuiting" at certain times when they move their body. The patient sometimes feel feverish and gets constantly sweats , specifically under his arm and at the back of his legs. The patient also notes that he has hip issues and rolls around in his bed at night. He is uncertain if this is related to the device. Patient recalls that they had a hard time implanting the device and states that when they the pulled the old leads and ins out, they busted a lead off in his neck when they put the new one in (B)(6) 2015 but doesn't think this is the issue. The patient has an appointment on (B)(6) 2016 at (B)(6) for pain medicine because he is on pain patches. Indication for use is non-malignant pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.